Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm after self-test. Customer's blood glucose value was 240 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed self test and test results was passed. Customer stated that they were unable to do self-test on second occurrence of hardware low level failures alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.